Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure that the devices were used in? What cartridges were used? Was buttressing used? Were there any staple formation issues or device performance issues in the initial procedure? If yes, please explain. How was the bleeding identified? What was found during the re-operation? What was the exact location of the bleeding? What devices were used in this area? Does the surgeon believe that the post-op bleeding was related to an ethicon device? If yes, what device? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that the bariatric surgery occurred within normality. One day after surgery, the patient presented bleeding and on (B)(6) 2017 the patient was reoperated. Relevant dates: - (B)(6) 2017 date of surgery (everything went well). - (B)(6) 2017 date of bleeding (problem). - (B)(6) 2017 patient was reoperated.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, as the b12lt device functioned as intended. The file is being considered not reportable. Additional information: what was the exact surgical procedure that the devices were used in? Bariatric bypass what cartridges were used? Echelon powered. Was buttressing used? Yes. Were there any staple formation issues or device performance issues in the initial procedure? If yes, please explain. No. How was the bleeding identified? Patient vomited blood. What was found during the re-operation? When the surgeon reoperated the patient, he observed that the staples line was open in the gastrojejunostomy. What devices were used in this area? Echelon powered. Does the surgeon believe that the post-op bleeding was related to an ethicon device? If yes, what device? Sim. Echelon powered . How was the bleeding addressed? Reoperation of the patient. What is the current patient status? Patient is evolving well, with no sequel.